Event description:
The customer reported that a cable is exposed on the hv cables.

Manufacturer narrative:
(B)(4). The ge service rep replaced the hv cables and power control pcb. The system is operating as intended.